Event description:
Underdelivery reported, the pump was set to deliver an iron dextran infusion. It was titrated according to the following protocol: initial setting of 50 ml/hr for 15 minutes, then increased to 100 ml/hr for 15 minutes, then to 150 ml/hr for 15 minutes, and finally to 200ml/hr for completion of the 1000ml container. No flow detector was used. An unspecified amount of time after going to 200 ml/hr, a nurse noted that the pump was not delivering even though the display indicated ongoing infusion. There was only approx. 100ml gone from the IV container. The nurse switched pumps and continued the infusion. The pt did not experience any adverse effects.

Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury for underdelivery complaints for IV controllers is approximately 2.2/million sets.